Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion; however, during the procedure, the shaft of the balloon snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. The hypotube shaft was completely separated 86cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion; however, during the procedure, the shaft of the balloon snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).